Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: a review of the black box showed multiple call service 162 alarms due to low no zero force warnings. Rewind, load, and prime steps were performed and no alarms were emitted. The pump was tested for 24 hours and no alarms were emitted. The pump cover was removed to find no intermittent conditions were found on the force sensor circuit. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.